Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this device and electrode were implanted. The device was checked one-day post-implant and no anomalies were identified. Subsequently, the physician called to report that the device had rotated (migration) in the pocket. Ts explained that sensing or shock conversion may be impacted. The local representative was not aware if the physician had sutured the device in the pocket. Ts recommended that the device be sutured in place and re-evaluated to ensure proper sensing and shock conversion. The local representative was planning to discuss this further with the physician. Boston scientific received information from the local representative that the device had been sutured in the pocket during the implant procedure but then migrated post-implant. Four days later, the pt was presented back to the electrophysiology (ep) laboratory for a pocket revision procedure. The device was placed in an antibiotic pouch. Sensing was re-evaluated but shock conversation was not performed due to pt condition. No changes to the electrode were required. Eight days later, the pt was admitted back to the hospital with a diagnosis of pocket cellulitis and was started on intravenous antibiotics.

Manufacturer narrative:
The available information suggest that the device and electrode remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.